Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that intermittent occlusion alarms occurred. Customer resumed insulin therapy on the pump. Customer¿s blood glucose (bg) was "high". Although, specific value was not provided. Elevated blood glucose levels were addressed by correction bolus via the pump.